Event description:
I am a "iridotomy victim". I suffer everyday from a surgery that I was not told was a preventative procedure, thus than "victim" terminology. I was told there was only one rare complication associated with this procedure, glare. I am asking the FDA to intervene and evaluate the risks of laser for prevention of angle closure in narrow angle pt's. I know of many people with complications after this surgery and I am searching to find more. All the people I know have had similar pre-operative situations ie: not informed of complications, asymptomatic, normal iop, normal vision and varying degrees of sight destruction post operatively with loss of quality of life. I entered the ophthalmologist office because my optometrist was having difficulty getting my right eye to focus when reading with new prescription progressive lenses for extended periods of time, previous to this change in prescription I wore only reading glasses, and he noted I had a iop of 20. Please note my iop had been stable at 20 for 5 years and he expressed no concern about my angles, grade 3. Visual activity without corrective lenses was 20/25. I experienced pain and severe changes in my vision immediately. They include: white line, loss of visual acuity, now 20/70, loss of contrast vision with blur, pain inside eyeballs that is a intense throbbing, burning pain, pain in and around eye orbits with movement of eyes that extends into cheek area, sticky drainage, strange flashes of light with eyes open and closed, glare, involuntary sensation of eyeball "shaking". I have been given the following diagnosis: vitreous detachment, laser operculated retinal hole, severe dry eye, optic migraines. All from a surgery that I was told had one rare complication! My life has been severely impacted: unable to work, unable to drive at night, difficulty during daytime dependent of level of pain and amount of sunshine. Great difficulty reading, watching television, computer use etc. Need to avoid sunshine and activities and hobbies that I once enjoyed. Disrupted sleep pattern, I believe when I enter rem segment of sleep I am woken from eye pain during rapid eye movement. Significant increase in prescription power of corrective lens. As a member of the medical community, I am a licensed practical nurse, I see a critical need for extensive research into the true risks and complications of preventative laser iridotomy, better diagnosis of which narrow angles have a true potential for closure, better guidelines for informed consent prior to this surgery. As a iridotomy victim I must implore upon the FDA to act as swiftly as possible to stop preventative iridotomies, save eyes and prevent the agony, heart break and the destruction of the quality of life that I have endured. I am encouraging all pt's that I know to contact you and will do so with all future pts that I come in contact with. I am in correspondence with my glaucoma specialist at eye hospital, stressing the dire outcomes of this previously thought of uncomplicated, safe procedure. Your immediate attention is requested, if I can be of any assistance feel free to contact me.